Manufacturer narrative:
Results: the benchmark was kinked in multiple locations along its length. Conclusions: evaluation of the returned benchmark revealed kinks along its length. If the catheter was removed from its packaging tube at extreme angles, kinks may result. Based on the returned condition, several kinks on the device were likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the benchmark 6f 071 delivery catheter (benchmark) was kinked upon removal from the packaging at the back table. The damage to the benchmark was found prior to use. Therefore, the benchmark was not used in the procedure. The procedure was completed using a new benchmark.